Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The product was returned and the catheter was cut. The red pump plug was not returned. The data logs were viewed and the 5s parameters were within specification for the entire case. During the impella position in aorta alarms from the 19th to the 20th, the placement signal would rapidly spike while the motor current would lose pulsatility. The alarm was correctly met the triggering criteria. Echo confirmed the position in the correct place and the impella position in aorta alarms were intermittently triggering leading to infer that the alarm was falsely triggered. However, the clinical details also state that this alarm occurred while the patient was moving and coughing and also why the patient was still in bed. Since it can not be confirmed if the patient was moving or still while these alarms triggered, the cause of this false triggering is not known. Due to lack of clinical details, the root cause of the optical signal issue cannot be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that when a patient on impella 5.5 support coughed or sat up a certain way, the aic alarms 'impella in aorta.' This would resolve on its own. It was reported that the issue would also occur when there was no movement from the patient. Echo at bedside confirmed that impella in optimal position measuring 5.8cm and in mid-lv. Position monitoring was disabled. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.